Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and a high level control. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.2 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Reporter occupation is lay user/patient. The medical assessment of the mini-stroke event determined the patient was in the therapeutic range for anticoagulation as documented by the coaguchek meter for at least two weeks prior to her hospitalization for a stroke. At the time of admission, an inr result from a central analyzer confirmed that the patient was in the therapeutic range for anticoagulation. The patient was discharged with an inr in the therapeutic range several days later. Patients with therapeutic inr results are still at risk for stroke. The performance of the coaguchek meter was non contributory to the patient's risk of having a stroke. With regard to the patient's inquiry regarding the effect of aspirin on the inr result, inr measures the performance of the coagulation cascade. Vitamin k antagonists inhibit the production of several proteins in the coagulation cascade, thus increasing the inr. Aspirin inhibits platelet binding to thrombin which is a different process than the coagulation cascade. Aspirin does not affect the inr result. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter alleged that incorrect results from the coaguchek xs meter serial number (B)(4) may have led to too much medication and a mini-stroke on (B)(6) 2020. The customer was on jantoven anticoagulation medication. The customer's normal jantoven dose was 7.5 mg for two days per week, and 5 mg on the other days, but if her inr is low, she was usually instructed to take 7.5 mg for three days per week and 5 mg on the other days. On (B)(6) 2020, the customer's meter result was 2.0 inr. She increased her jantoven dose by 2.5 mg for one day. That week she took 7.5 mg for three days and 5 mg on the other days. On (B)(6) 2020, the customer had a mini-stroke and went to the hospital. The customer had her inr tested with an unknown laboratory methodology. The customer's laboratory inr result was 2.6 inr. While at the hospital, the customer was given IV medications of benedryl, reglan, and an unknown medication to lower her blood pressure. On (B)(6) 2020, the customer's laboratory inr result was 2.9 inr. The customer was discharged from the hospital and started taking baby aspirin. On (B)(6) 2020, the customer told to test her inr since starting baby aspirin. The customer's meter inr result was 2.1 inr. The customer was expecting her inr to change since she had started taking baby aspirin. The customer's therapeutic range was 2.0- 3.0 inr. This case is being reported under an abundance of caution.